Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device has been returned for evaluation; the investigation is confirmed for the reported kink, specifically a damaged/defective sheath. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction event. A review of the event indicated that model 0606150j implantable port experienced a defective component and material deformation. The introducer sheath was weak and kinked. This event was reported from a single source. This event involved a patient with no reported injury. The patient¿s age was reported as (B)(6), however weight and sex were not provided.